Manufacturer narrative:
The investigation conducted by an intuitive surgical inc. (Isi) technical field specialist (tfs) was able to reproduce the reported issue but unable to verify it in the log files. The da vinci system was repaired by replacing the head sensor. Isi has received the head sensor board involved with this complaint and completed the investigation. Failure analysis investigation installed the board on a test system and the system came up with no errors and was able to go into following mode with no issues. The system was placed in power cycle mode and on the 3rd power cycle was able to reproduce the error message but there were no errors in the error log. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
During a da vinci xi partial nephrectomy procedure, the customer reported the message remove any obstructions from the surgeon console viewer appeared. An isi technical support engineer (tse) verified with the customer there were no obstructions on the surgeon side console (ssc) viewer and the issue persisted after cleaning the head sensors and multiple power cycles. The surgeon made the decision to convert the procedure to traditional laparoscopic techniques. No patient harm, adverse outcome or injury was reported.